Event description:
Pt had left total hip replacement in 1996 and right total hip replacement in 1997 for avascular necrosis of the femur. These procedures were not performed at reporting facility and were not done by a physician affiliated with reporting facility. Beginning in approximately july 2003 pt began having progressive pain in the left hip. Exam showed left leg shortening of probably about an inch compared to the right side. Preop diagnosis was failed left total hip with osteolysis and obvious signs of loosening of their femoral implant. They underwent extended intertrochanteric osteotomy with reconstruction at the reporting facility. The old implant was removed and the left hip was reconstructed with new implants.